Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a short duration between the atrial sensed event and the ventricular sensed event. It was suggested the right ventricular (rv) lead may have dislodged into the coronary sinus; however, the physician thought the rv lead was positioned near the av node. As it was confirmed the lead was in the coronary sinus, the rv lead was repositioned successfully. No additional adverse patient effects were reported.